Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that unknown factors most probably contributed to the event. This product was not returned by the customer as evidence suggests that it remains in service. If the product is explanted and returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that unknown factors most probably contributed to the event. Risk review: a risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable pacemaker was found in safety mode and was unable to be interrogated. Technical services (ts) reviewed the device data and discussed the device has been implanted for 12 years and it is advised to explant it due to the safety mode. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was found in safety mode and was unable to be interrogated. Technical services (ts) reviewed the device data and discussed the device has been implanted for 12 years and it is advised to explant it due to the safety mode. The device remains in service at this time. No adverse patient effects were reported.